Manufacturer narrative:
Approximate age of device: 3 years and 2 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.

Manufacturer narrative:
Several pi events were confirmed through the analysis of the log file that was provided by the account. However, a root cause for these pi events could not conclusively be determined through this evaluation. Furthermore, a correlation between these events and the patient's elevated ldh could not be established. A full examination of (B)(4), could not be conducted because the patient remains ongoing on vad support. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. This document also explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. A section states that "if the system detects a pi event, the pump speed automatically drops to the low speed limit and slowly ramps back up at a rate of 100 rpm per second to the fixed speed setpoint. This drop in speed is accompanied by a reduced pump flow." Additionally, this document notes that physiological factors that affect the filling of the pump, such as hypovolemia, result in reduced pump flows as long as the condition persists. Pump flows are not restored to normal unless such conditions are treated. Pi events are also addressed in the heartmate ii left ventricular assist system operating manual. This manual explains that "pi events may be initiated for reasons other than true suction events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. These types of pi events are more likely to be triggered in cases of low pulsatility." A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient had two unspecified brief alarms recently. A review of the data log file noted 117 pulsatility index (pi) events were captured in 4 hours. There were no adverse alarms or events noted. It was reported that the patient's lactate dehydrogenase levels had started to go up and during a ramp echocardiogram the physician changed the set pump speed from 9600rpm to 10,400rpm. The pump speed had been set at 9600rpm for a long time and the patient had not reported any issues. The physician reportedly increased the pump speed to give the patient maximum support. The physician was informed of the pi events and he indicated they were non-clinical. No additional information was provided.